Event description:
It was reported that during the procedure the shaver started to smoke. No patient injuries were reported. The procedure was completed with a backup device with an insignificant delay.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and a kink was observed on cord near strain relief. No smoke occurred during functional testing. Mdu failed functional tests with blade stall error and overheating when power cord was bent near strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of blade stall and overheating was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and a large kink was observed near strain relief. It was determined that the power cord has shorted or open internal wiring. Motor and hall board were tested and passed functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.